Event description:
It was reported that during a da vinci-assisted surgical paraoesophageal hiatal hernia surgical procedure that the instruments moved when the surgeon pressed the camera pedal. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by performing hard power cycle. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.